Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Disease progression in the iliac arteries may have potentially attributed to the endoleak. It is unknown whether the patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2009, patient presented with some disease progression into the iliac vessels; had implant of a 28-16-140bl bifurcated device and a 34-34-80le proximal extension. With no endoleaks noted at the end of the procedure, the physician did not want to extend down and cover the hypogastrics. Follw up visit revealed further disease progression along the right iliac, as well as a distal type I endoleak. On (B)(6) 2010, a 20-20-55l and a 16-16-88l limb extension were placed, which resolved the endoleak.